Manufacturer narrative:
This MDR is being submitted retrospectively because the reported event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old. While the enteralite infinity pump was returned to mmdg, the administration sets that the customer claimed were occluded were not returned. Therefore, no investigation was conducted to determine whether the reported no flow issue was caused by the administrations sets.

Event description:
Customer reported: "pump never alarmed and continued to run. A couple bags weren't delivering formula due to some type of obstruction. The pump never alarmed and continued to run and record volume delivered." [Complaint-(B)(4)]